Manufacturer narrative:
Findings: pump received with button error alarm and intermittent act and escape button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 106 mg/dl. The customer's mother stated that she cannot clear the alarm. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer's mother was advised to discontinue use of the device and revert to a backup plan.